Event description:
Additional reported information indicates that after two attempts were made to inflate the balloon the stent could not be deployed. The procedure time increased without consequence to the patient status as another stent was immediately used.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue was able to be confirmed due to a tear in the shaft. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation issues or tears in the shaft from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with no calcification and 70% stenosis. A 3.5x28mm rx xience xpedition stent delivery system (sds) was prepped per the instructions for use, advanced without any resistance and intended to be inflated. However, after three attempts the balloon could not be inflated to deploy the stent. The sds was simply removed and the procedure was completed using another same size xience stent. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.